Event description:
(B)(4). Initial information received from a consumer on aug-08-2009: a female was treated with poly-l-lactic acid (sculptra) (lot# and expiration date unknown) (therapy date not specified). Consumer reported that she has had two treatments with poly-l-lactic acid and now has lumps under her skin. Consumer stated that it has been six months since her last treatment and her doctor agreed not to get another treatment until the lumps dissolve. Consumer stated that the lumps seem to not be resolving thus far. No concomitant medications or medical history reported. No further information reported.

Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.